Event description:
It was reported that while using bd facscanto¿ ii waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from spanish to english: the waste tank has a broken closure and full tank monitoring system. There is leakage of waste fluid on the laboratory floor. Was leak liuid or air? Liquid. Was leak contained? Not contained. Biohazardous? Non-bio. Was leak mixed with decontaminate or bleach? Not mixed with bleach.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 16jul2020 to date 16jul2021. Complaint trend: there are 23 complaints related to the issue of a waste leakage not contained within the instrument. Date range from 16jul2020 to date 16jul2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn waste sensor. The customer had initially identified the broken waste sensor and submitted a service report identifying the broken waste sensor and unstable blue optical fiber. A non-functioning waste sensor will not detect when the tank is full and can lead to a leak or spill. The tsr (technical service representative) confirmed the issue with the customer and shipped over part 334915 - waste level snsr 6-sw 24v 10.6in stem. In september when the customer was ready to perform the installation the tsr assisted them in installing the optical fiber and waste sensor during a phone assistance. They then made adjustments to the optical fiber and blue laser, and then performed a baseline calibration with a cst test. After the repair, the instrument was performing as expected with no further leaks. No parts were requested for evaluation as they are not returnable and were discarded. Although a leakage of waste poses a risk of harm to the customer upon skin contact, they customer confirmed that they did not come in direct contact with the leaked fluid and were not harmed in any way. Additionally, there was no spray of fluid so the risk of exposure was minimal. While this incident occurred on an instrument used for clinical diagnoses, the results gathered during the incident were not used for treatment and thus no patients were affected in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: 338978 - snsr 2-level-sw 120vac 10.6in stem 7-pin. Work order notes: o subject / reported: waste tank problems. O problem description: the waste tank has a broken closure and full tank monitoring system. Waste liquid is leaking on the laboratory floor. O work performed: aphos staff replace the sensor on 10-sep-2021. O cause: damaged waste sensor. O solution: the bug has been fixed. Attached is the report of the distributor in the case. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿9¿ and the rpn is ¿18¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Item: 6. Waste. Function: 6.1 contain waste. Potential failure mode: 6.1.1 waste not contained. Potential effect(s) of failure: 6.1.1.1 biohazards. Potential cause(s) / mechanism(s) of failure: 6.1.1.1.2 waste container overflows. Current controls: level sensor. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 9. Occ: 2. Det: 1. Rpn: 18. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn waste sensor. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn waste sensor. The customer was sent a new waste sensor in response to the incident report they had submitted in july. On september 10th, a tsr assisted the customer in installing a new blue laser fiber optic and waste tank sensor. They then assisted the customer in the adjustment of the optical fiber and blue laser, and the baseline calibration was performed with a cst test. After the repair, the customer confirmed that the instrument was functioning as expected with no further leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is limited, s2, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the waste tank has a broken closure and full tank monitoring system. There is leakage of waste fluid on the laboratory floor. Was leak liuid or air? Liquid. Was leak contained? Not contained. Biohazardous? Non-bio. Was leak mixed with decontaminate or bleach? Not mixed with bleach.